Event description:
Reportable based on analysis completed on 10-may-2012. It was reported that during a stenting treatment procedure, a stent was unable to cross the lesion and a shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The lesion was pre-dilated with non bsc 2.25mm balloon and a non bsc 2.5mm high pressure balloon. A 2.5 x 28mm promus element stent was implanted in the proximal lad. The physician dilated the distal lad with a 2.5mm balloon. The 2.5 x 16mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion, and the proximal shaft of the sds kinked. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good. However, device analysis revealed partial shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified a partial break on the hypotube 204mm distal to the strain relief. A second kink was also noted on the hypotube 220mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).